Manufacturer narrative:
(B)(4). Method: no testing carried out on device as device remains in situ. Review of qc and manufacturing records carried out. Result: no device returned therefore no testing carried out. Device was manufactured to specification. Vascutek now considers this case closed.

Event description:
The event was reported to vascutek as follows: the graft was used for aaa. It had a hole on one leg of the bifurcate and blood leaded from it. The doctor had to use some stitches to stop the graft from bleeding.